Manufacturer narrative:
Approximate age of device 1 year, 3 months, 29 days. No other information was provided. Supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient had a driveline mrsa infection necessitating debridement and antibiotics. No additional information has been provided.

Event description:
Additional information stated that the patient had a driveline infection positive for mrsa in (B)(6) of 2017. The patient underwent a debridement of the driveline exit site with placement of antibiotic beads and was on chronic suppressive doxycycline. The patient¿s current treatment was unknown as they had been transferred to (B)(6). It was reported that the patient presented to the hospital on (B)(6) 2018 and was started on IV antibiotics prior to transfer. The patient was pending discharge, hopefully within a week.